Manufacturer narrative:
On 12-feb-2025, additional information was received indicating the physician confirmed the air embolism with a drop in blood pressure. The patient did not have any other signs/symptoms. The patient did not suffer from cardiac arrest, pacing was done to help the blood pressure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with an octaray mapping catheter and the patient experienced air embolism that required high output of oxygen and pacing. It was reported that the patient suffered an air embolism during the procedure. The octaray mapping catheter was not flushed before it was inserted into the body. When the catheter was inserted into the left atrium, they noticed the patient's blood pressure dropped. The physician realized they had not flushed the catheter so they immediately removed the catheter from the body and the patient recovered within 5 minutes. The only medical intervention provided was high-output of oxygen (while intubated as patient was under general anesthesia) and pacing from the coronary sinus (cs). After flushing the catheter, it was reinserted and the procedure was continued without further issues. Patient fully recovered. The physician's opinion on the cause of this adverse event was the procedure and staff error.